Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a sensor anomaly. The customer stated the sensor was attached and a recorder was connected, however the green light did not flash. The customer removed the sensor and did not see an electrode. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found bent inside of the sensor base. It could not be confirmed if the customer received the sensor in said condition due to the customer returning the sensor opened and used.